Event description:
It is reported that the products show high amount of wear due to malpositioning of the cup after about 1 year.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed. Other device used: catalog # 01.00181.460, metasul large diameter head 46/l, lot # 2292374. A check of the manufacturing papers of the products did not show any deviations of the specifications.